Manufacturer narrative:
One device was received. Float switch float sticks in down position when tested (due to silicone grease build up in reservoir), should move freely up and down depending on fluid level. Return tube had multiple cracks causing fluid to leak. Printed circuit board (pcb) had signs of fluid ingression. Membrane switch was discolored and looked to have some fluid ingression as well. Device failed flow meter test. The complaint was confirmed as during functional testing the tower was leaking from bottom of tower enclosure. A root cause was a cracked return tube causing fluid ingression on printed circuit board (pcb) due to a design issue. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replaced the return tube, printed circuit board (pcb), and membrane switch. Removed the float from the float switch and thoroughly cleaned off the silicone grease build up on the parts. Replaced o-rings and fan guard per preventative maintenance (pm). Device passed all functional and delivery tests.

Manufacturer narrative:
Other text: b5 and h6. Health effects codes, updated.

Event description:
Additional information received via email. The event occurred during testing on (B)(6) 2023. No patient harm or injury.

Manufacturer narrative:
Date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the tower was leaking. No patient harm or involvement reported.